Manufacturer narrative:
Date of report: 21may2019. Date rec¿d by MFR: 22may2019. The field service engineer (fse) evaluated the ventilator. The fse calibrated the touchscreen and performed a full range test using touchscreen diagnostics. There were no parts replaced. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/04/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was non-responsive. There was no patient involvement. The event date was not specified; estimate used.